Event description:
It was reported that during an open laparotomy procedure, two devices malfunctioned. The surgeon finished the case with an endo gia. There was no pt consequence.

Manufacturer narrative:
Damaged yoke and pinion axle support. Eval summary: two devices (a-b) were returned for analysis. Device a was received in good visual condition and with a partially fired reload in the device. The cartridge lock out tab bent. The damage to the cartridge lockout tab is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more info. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the yoke and pinion axle support were found damaged. No functional test could be performed due to the condition of the device. It is possible that the device was clamped and attempted to fire over ticker tissue then indicated causing the device to fail. Device b was returned with the handles open and with the firing mechanism damaged and no reload present. The instrument was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed. No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. A 100% inspection takes place during mfg to ensure the device meets the required spec. The mfg records were reviewed and no anomalies were found during the mfg process. Add'l info on device b: expiration date: 01/2013. Mfg date: 02/2008. Damaged firing mechanism.